Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported to technical services atrial oversensing and longer pauses in pacing were noted during interrogation. Some atrial oversensing was also noted with device manipulation. The caller was advised of potential connection issues. The device remains in use. There have been no patient complications reported as a result of this event.